Manufacturer narrative:
Batch review performed on 20-aug-2020: lot 1900373: (B)(4) items manufactured and released on 17-apr-2019. Expiration date: 06-apr-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection, 2 months after the primary surgery, the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.